Manufacturer narrative:
Additional information was received from the customer. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The issue of the device did not cause any impact or delay to the intended procedure. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. When the change history of parts was confirmed in design records review, it was confirmed that the design change of the dr board was made on april 16, 2018 with respect to the event that no endoscopic image came out in combination with the 180 scope. However, it cannot be concluded that this change in design is related to the indicated event. Since the device is a product prior to countermeasures due to a change in the op-amp circuit design of the patient board (dr board), it is likely that a 180 scope detection error and an image error occurred due to a failure of the op-amp.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The cause was isolated to a faulty dr board in the patient board set.

Event description:
A user facility reported to olympus that the olympus, cv-190 was "not accepting" olympus series 180 scopes. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.